Event description:
Wrong implant was opened. Surgeon has been notified and no further actions have been planned at this time.

Manufacturer narrative:
Conclusion: the reported event indicates that the wrong sized implant was opened. It does not allege any product deficiencies. The surgeon indicated the procedure was completed successfully. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Wrong implant was opened. Surgeon has been notified and no further actions have been planned at this time.

Manufacturer narrative:
The following other devices were also listed in this report: humeral cup - 32mm dia x 4mm thk; cat# 5570-3204; lot# mnlhjx. X3 humeral insert - 32mm x 4mm standard; cat# 5571-s-3204; lot# 9h4rrw. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.